Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was when the pt goes to lay down the stimulator goes off; pt noted they needed the stimulator to be on all the time mostly at night. Pt had the stimulation turned up to 11 and pt noted they had been having to charge the implant twice a week. Pt noted they had a really bad fall in december this past year maybe in 2021 and its almost like something shorted and when the pt goes a certain way they could get the stimulation to come on. Pt noticed the implant had to charge way too soon for they should not have to charge the implant twice a week; pt started to charge more frequent months ago. Pt was wondering if a medtronic rep would appear at their pain management doctor appointment on thursday the 5th. Pt thought something was wrong for something was not right for the pt did not know what it would be to cause or do that. The patient was redirected to their healthcare provider to further address the issue. Ps provided pt the nas phone number to provide to their doctor in request on meeting with a medtronic representative.